Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the patient visited the medical institution because of chest discomfort. "Close inspection" confirmed a myocardial perforation. Open heart surgery was performed and the lead was removed and the myocardial perforation hole was repaired. A new myocardial lead was implanted. No further patient complications have been reported as a result of this event.